Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2018 regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the battery did not work and had been dead for years. The patient could not use it. It was reported that it would be fine and then one time when they moved a certain way it was like an electric current going through them. The machine worked but the patient could not handle it because it would shock them. It was reported that the patient had bipolar to begin with and anxiety. It made her so nervous that they kept letting the battery die down because they mentally could not handle it. The device was rebooted a couple of times and they tried to set it right but after that the patient just kept letting it die. The patient was having an MRI and wanted to have the device removed. No further complications were reported.